Manufacturer narrative:
Date of the event (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia and movement disorders. Patient stated that they had an implanted device because they had deep brain stimulation surgery. Patient reported that therapy was turning off by itself. Patient stated the last time they went to see the doctor a few weeks ago, they kept checking their battery and the battery kept staying at the same place for like a couple of weeks. Patient stated they thought it was weird but said to herself that she loved the rechargeable battery because the battery lasted for a long time before recharging it. Patient stated the health care professional (hcp) noticed that was weird and the hcp checked their implant and then the implant was off. Patient further stated that at the time of the report they checked their implant battery to recharge it and the recharger showed the battery was 3/4 charged. Patient stated they thought that was weird because it had been three days and should be time to recharge again. Patient stated they noted the implant was off again when they checked and should be time to recharge the implant again. Patient stated they did not understand why the implant was going off. It was reviewed that implant was not expected to be turning off on its own unless patient programmer (pp) was used to physically turn implant off. Patient confirmed that pp showed implant was on and ok. Patient also stated that they usually tried to recharge battery to 100% when they recharge. Patient confirmed that they were able to connect with the recharger and got 6 coupling bars and confirmed recharge showed implant had 3/4 of charge and implant battery was flashing at 75%.patient was asked what they were doing when they noticed that implant battery had turned off and stated they checked their recharger and noticed implant battery level was the same as what it was like two days ago. Patient further explained that implant battery was 3/4 charged when they checked it again two days ago and patient thought to herself if their implant turned off again. Patient stated they then checked and implant was off. It was noted that during these events the patient correctly confirmed the ins status with pp. It was noted that stimulation was turning itself off when it should be on. It was confirmed that patient's ins was rechargeable, and the ins recharge showed that the ins battery was 3/4 full. It was recommended for the patient to keep a journal of on/off incidents and patient was redirected to follow up with the hcp for additional troubleshooting/get the device checked. Patient stated that their hcp asked them to call the manufacturer, the role of the manufacturer's representative (rep) was reviewed and reviewed that the hcp can get help in paging a local rep if needed. Patient stated they had an appointment again with the hcp in 10 weeks for botox shots in the neck, patient was asked to clarify if this was related/unrelated to the device/therapy and patient stated they used to get 500 units before the device and now they get 300 units. Patient further stated they had always gotten botox shots. Patient stated that they would keep track of when the implant was turning off the same time every day and follow up with hcp. The call got disconnected and patient was called back to continue troubleshooting. Patient noted that their memory was so bad because of the deep brain stimulation surgery, further stating the device was just on and off. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep). It was reported that the ins recharger (insr) showed ins was 75% or 100% but the patient programmer (pp) and the clinician programmer showed it was less than 25% full. The caller indicated that the clinician programmer showed a "recharge soon" message and it was on the calendar data that showed ins was below 25%. However, the caller indicated insr was showing that it was charging the last quartile and on the clinician programmer, it showed the ins was 100% which would align with what the insr was showing), typical duration is 1.2 days, typical interval is 0.4 days, typical coupling is 4 bars. It was reported ins would randomly turn off for a few days and this aligns with what the 8840 shows in the calendar data. It was reviewed with the caller that if the clinician programmer was showing ins being on/off, then ins was manually being turned off with pp or insr and that ins should not be turning off randomly. It was reviewed that patient may be hitting buttons in error but caller claimed this wasn't happening and that patient doesn't do antenna locate (al) so they were not turning ins off/on with insr. Caller had to end call and could not obtain insr statistics but indicated patient is already keeping diary of ins on/off events. It was also suggested for patient to document when they are recharging and what the pp and insr show for the ins level and then obtain insr statistics at next appointment. It was stated that patient had been charging every day because they don't know status of ins since pp differs from insr. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The cause of the implant turning off by itself was not known. Patient stated they checked their implant daily to make sure it was on, records it and sends in results once weekly to the doctor's office. Patient noted that so far the implant had stayed on and they would continue to do this until it turns off, patient would continue to send implant on/off results to the doctor's office. It was noted that the issue was not yet resolved, patient was still working on it. No further patient complications were reported/ anticipated as a result of this event.